Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the mvs interconnect cable assembly was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that umbilical cable was missing a pin that keeps it securely fastened on the system. There was no patient present when this issue was identified.

Manufacturer narrative:
The umbilical cable was returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed. The pin was broken off the cable which could cause loose connection between the cable and the system. The cable was physically damaged due to impact. If information is provided in the future, a supplemental report will be issued.